Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The proximal set up joint (suj) was returned for failure analysis, but the reported failure of error 23103 could not be reproduced. Error 23103 was observed in the field logs and reported to the encoder.

Event description:
It was reported that during a da vinci-assisted diagnostics laparoscopy surgical procedure, the staff was encountering a repeated recoverable error on universal surgical manipulator 2 (usm). Onsite logs reflect repeated errors 23072 and 23013 errors on the horizontal set up joint (suj). The staff tried to hard power cycle the patient side cart (psc) and tried to adjust the horizontal suj with no change. The staff reported the surgeon normally uses three arms and disabled the armnet to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The isi fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi received the proximal suj; however, the failure analysis in progress. A supplemental MDR will be submitted if any additional information is received. .